Event description:
Customer reports no video output on the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included repaired power distribution board. Unit was calibrated and safety tested to factory's specs.